Manufacturer narrative:
A review of the device history record (DHR) associated with lot#: f1830402 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was outside of the skin. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was outside of the skin. There was no reported patient injury. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock closed, the syringe was not connected to the device, and the sealant and advancer tube were observed to have remained in the manufacturing position as received. It was noted that the sealant sleeve was not displaced approximately 95 mm from the distal end of the shuttle cartridge tubing, which indicated that the device may have not been completely shuttled down during the procedure. However, it is unknown if the device was manipulated post the procedure. The device was inspected for damages/anomalies that may have contributed to the reported incident. No damages/anomalies were observed. Per functional analysis, the sealant was submerged in water, and shuttle down procedure was simulated. The shuttle cartridge was able to be advanced and retracted to the black handle with no resistance felt. The advancer tube was found properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1830402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ unable¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The returned device performed as intended per the mynxgrip instructions for use (IFU). Procedural factors, such as failing to shuttle down completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.